Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 503 mg/dl, 412 mg/dl and 508 mg/dl and 485 mg/dl and the low blood glucose value was 50 mg/dl, 88 mg/dl. The customer was treated with insulin pump for high blood glucose and orange juice for low blood glucose. Based on customer report customer did not allege insulin pump was over delivering. The device will not be returned for analysis.